Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4 (UDI information inadvertently left off of initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the communication with the scope became unstable due to a poor connection between the scope and cv-1500 device, which caused the "black screen" indicated phenomenon. However, since the phenomenon was not duplicated during evaluation, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to correct the following fields; d10 (inadvertently missed), e1 (phone number inadvertently missed), h6 (changed findings and conclusions), and h10 (labeling was inadvertently missed). The event can be detected by following the instructions for use which state: "8.2 how to identify anomalies and how to treat them abnormal details: observation images do not appear on the observation monitor. Cause: the observation monitor is not connected correctly. The cable between the observation monitor and this product is disconnected. The lighting lamp is broken. The illumination lamp is not turned on. The electrical capacity of the medical outlet is insufficient. The observation monitor is not turned on. The endoscope is not connected correctly to the center of the external video system. The configuration of the input/output terminals of the observation monitor is not appropriate. The brightness setting of the observation monitor is not appropriate. The observation monitor timing detection setting is not appropriate. There are foreign matter (chemical residue, water scale, sebum stains, dust, gauze lint, etc.) On the electrical contacts of the oscilloscope connector. The observation monitor is not working properly. This product does not work properly.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis x1 video system center screen blacks out with angulation use. The issue was observed during preparation for use on a diagnostic (routine colon screening test) procedure. The image was restored by restarting the device and the procedure was completed with the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation could not be confirmed. When the repair center inspected the device, no abnormalities could be identified, and it passed all testing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.